Event description:
I had pelvic prolapse on (B)(6) 2005 and was repaired with mesh. Then on (B)(6) 2005; had to have more mesh in me to repair the rectal area. Then on (B)(6) 2006 needed more repair and more mesh. Then on (B)(6) 2007, I needed more surgery for erosion. I gave up, it felt like my insides were always falling out, I went back to that doctor, he said he couldn't help me. I went to several different doctors who could help me, I suffered with it for 6 years getting worse every year till I couldn't walk for very long or walk up steps or even sit for very long. Every time I did walk, my insides felt like it was getting chewed up inside. Then in 2013, I started getting ill and I couldn't stop my bms when it came out so I went to a pelvic floor doctor and he said the mesh had attached to my intestines. So I had to have 18 inches of intestines removed because of the mesh and he said he would take the mesh out at the same time but he didn't, he only trimmed it. After that I got sicker and had so much pain from my hips down to my feet. It was unbearable still no one would take this awful mesh out of me besides all the pain. I swear there was some kind of chemical on that mesh that made me paranoid. Finally, in 2017, on (B)(6), I found a doctor in (B)(6), who removed all the mesh and I haven't felt this good in 12 years. I can walk up and down steps; I can walk for hours; I can sit through a whole movie. I still have bm problems because of the mesh my pelvic floor muscles are very weak but I'm working with a pt for that. I have to say that mesh ruined 12 years of my life and nearly killed me. It should not be used for anything in a human body, there is not enough room on the next form so here are all the meshes they used in me bard pelvisoft, avaulta perigee system, collagen bio mesh. I have the codes but not sure which ones are which, I do know the FDA recalled one of them in 1999 and I got it in 2005. I'd like to know why it was still around 6 years later and implanted in me.